Event description:
The patient reported real backed up badly and could not pass bowels. The patient stated, it has not been working for about 2 months and could not use the bathroom. The patient wanted to know why it was not working. The patient stated could not use the bathroom unless she had an enema". The patient was instructed to go the emergency room. It was later reported that same day that patient was having problem and was experiencing loss of therapeutic effect, nausea and vomiting. The reporter indicated that they did not know if it was related to the device or not but needed to have the neurostimulator (ins) checked to help diagnose the problems. The reporter who was the health care provider stated patient had had chronic constipation with no relief from magnesium citrate, milk magnesia, fiber, amitizia. The patient uses enemas daily for relief. The patient's lower abdominal area was swelled with fecal matter. The patient becomes nauseated and has headaches. It was indicated that the patient had gastric band. The patient indicated that she was feeling full most of the time to the point where she did not want to eat. It was noted that the patient was feeling nauseated but she could physically eat but when she ate the food came back up in little pieces. It was indicated that the symptoms have been occurring for several months. It was reported 3 days later that health care provider could not get this device adjusted correctly and they want a name of a different health care provider to send the patient to that could help her better. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was later reported that patient "not passing thursday device" and would need help soon. It was unclear what patient meant by ¿not passing thursday device.¿ the patient still had concerns regarding their device or therapy but was working with health care provider not manufacturer representative and there was no appointment scheduled at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient threw up all day prior to this call and had extreme nausea. The patient tried nausea medication. The patient just had surgery and had colon removed at the beginning of the week, monday. The patient was taking off the feeding tube and then put on regular diet but then could not hold food a day prior to this call. The patient was trying to get hold of their health care provider. Reporter later stated on (B)(6) 2015 that his wife just had a surgical procedure and they suspected the implant was off or not working like it did. It was indicated that the surgery was 12 hours and was unrelated to the implanted/device however it was close to the device.